Event description:
Customer states she obtained back to back readings of 176 mg/dl and 88 mg/dl using the suspect meter. No controls run. No treatment or adverse event for incident and the customer states she is fine. Return requested and replacement sent.